Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) verified via report that the medication was visible on the station and confirmed that user could successfully dispense it. However, meditech did not reflect the updated dispense location, continued to show the medication under ICU and st. Mike's despite being unloaded and did not display it as loaded in mary's. Tss suggested pushing the load message to the hospital system from the becton dickinson (bd) side to correct the discrepancy, but no response was received from the customer, and the case was subsequently closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was transferred from ICU to st mary's. Medication was unloaded from ICU and loaded in st mary's. The dispense location was listed as ICU when the medication was loaded in ICU. The dispense location did not update in meditech after the patient was transferred. Customer was also unable to select st mary's as the dispense location in meditech, even when editing the order. However, there were no delays or adverse events or injuries reported based on this event.